Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor will not complete detect and treat testing due to a defective u407 bluetooth chip on the computer/analog board. The automated pulse test utility failed to download due to the defective u407, which halted the utility and prevented the monitor form attempting to fire any pulses. The root cause for the defective u407 could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.